Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician verified the touchscreen passed all flex cable resistance verification testing and all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, the pil investigation resulted in a no problem found.

Manufacturer narrative:
H10: a manufacturer's product support engineer (pse) evaluated the device and reported the misalignment in the touch position was confirmed. The pse attempted a touchscreen calibration, but the issue persisted, therefore, the touchscreen was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator touch screen froze. The device was not in clinical use. There was no report of harm.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).